Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however device replacement was recommended if the patient is at risk of harm from safety core operation. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker could not upload device data. Subsequently the data was successfully uploaded and it was noted that a single loaded battery voltage measurement of 1.257v was the reason that remote monitoring disabled. Ts indicated that this device is at increased risk of entering safety mode and recommended device replacement. This device was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however device replacement was recommended if the patient is at risk of harm from safety core operation. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however device replacement was recommended if the patient is at risk of harm from safety core operation. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker could not upload device data. Subsequently the data was successfully uploaded and it was noted that a single loaded battery voltage measurement of 1.257v was the reason that remote monitoring disabled. Ts indicated that this device is at increased risk of entering safety mode and recommended device replacement. This device was subsequently explanted and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.